Manufacturer narrative:
The seal from the event unit was returned to applied medical for evaluation along with an additional seal. No damage was observed on the additional seal. Upon inspection of the event unit, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: appendectomy. Incident description: during appendectomy under laparoscopy, a piece of plastic was found in the abdominal cavity of the patient. This plastic has the same texture of the valve of the trocar. Type of intervention: unknown. Patient status: unknown.